Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a charred alternating current (ac) line plug from the lh780, where it is plugged into the universal power supply (ups). The fse replaced the plug and the ups to resolve the issue. In conclusion, the failure mode of the event can be attributed to a defective connector. The connector is recognized as safe for use in this application, and the implementation of this connector, in the design of the lh780, is within the recommended guidelines. (B)(4).

Event description:
The customer reported noticing a strong burnt smell originating from the coulter lh 780 hematology analyzer and the customer proceeded to power off the instrument. There was no sparks, arcs, flames or smoke involved in this event. There was only a burnt smell and the customer did not call the fire department. There were no injuries reported and no one sought medical attention for this event. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.